Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during insertion, the farawave catheter triggered alerts on the pump. It was not possible to flush the guidewire lumen, and the catheter could not be manually flushed. The catheter was replaced, and the issue was resolved. The procedure was completed and there were no patient complications. The catheter is not expected to return for analysis as it was disposed.